Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable due to ink blots that blocked the graphics and text. Additionally, customer had over-calculated carbohydrates and entered more carbohydrates than were actually consumed. Customer's blood glucose (bg) was 44 mg/dl. Additional carbohydrates were consumed to address the low bg. Reportedly, customer reverted to manual injections for insulin therapy.